Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, the most probable cause of this complaint was random component failure, with no identified design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation, the videoscope was found to have a clogged balloon water channel tube, resulting in foreign objects being expelled from the distal end. No patient involvement was reported.